Manufacturer narrative:
An event pericardial effusion and bleeding was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported pericardial effusion could not be conclusively determined. It is possible procedural conditions contributed to the reported event; however, this cannot be confirmed. The reported interventions were result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 31mm epic plus mitral valve was successfully implanted a patient. No difficulty was encountered during the implantation of the 31 mm epic plus mitral valve. In the first few hours post-surgery, the patient experienced hypertension with systolic blood pressure peaks of 180¿220 mmhg, leading to elevated mediastinal drainage output (1,100 ml in 7 hours). Surgical revision was performed, revealing diffuse bleeding from the sternal area, likely due to the hypertensive emergency, but no active bleeding at cardiac sutures. A moderate 18mm pericardial effusion was also noted to have developed, which improved after medication adjustment. Due to the severity of bleeding, heparin was not administered, and activated clotting time (act) levels were not available. At the time of re-operation, the international normalized ratio (inr) was 1.25, and at discharge, it was 1.22. One pool of platelets was transfused in the intensive care unit (ICU) before reintervention, with no further transfusions required. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged on the 13th postoperative day and is currently in good clinical condition, although experiencing asthenia due to poor blood pressure control, with a tendency toward hypotension. Antihypertensive medications are being optimized.